Event description:
It was reported that the implantable cardioverter defibrillator had chronic high capture threshold values. The patient presented for an unrelated procedure and the device was explanted and replaced. The patient was stable throughout the whole procedure.

Manufacturer narrative:
The reported event of inadequate capture could not be confirmed. The device was tested on the bench and no anomalies were found.